Event description:
It was reported that there was a shocking/jolting sensation. The patient was unable to meet with the manufacturer representative (rep) the day of this report and she had recently been diagnosed with breast cancer and had several appointments the following week. The patient was going to call when she could schedule a meeting to check the stimulator. The patient denied a fall. She was lying on the floor and reached for something near her. After that, the stimulator started shocking her. She was not getting stimulation as she had previously. She was advised to turn stimulation off until we could meet. The patient experienced less than 50% therapy relief. Additional information received reported that the rep had met with the patient on (B)(6) 2015. The shocking sensation was gone but she felt the stimulation pattern had changed. She had been using the device. An impedance check was performed and all were within normal range. The patient was reprogrammed and 2 new programs were provided that covered the pain areas. The patient was getting effective therapy. No follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0104161v, implanted: (B)(6) 2001, product type: lead. Product ID: 74001, lot# n211076, implanted: (B)(6) 2011, product type: adapter. Product ID: 37092, lot# 293780002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).